Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that cell 2, which is a homozygous e positive cell, visually appeared positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody screening assay on galileo echo (B)(4) with a known anti-e positive sample.